Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus. The blood glucose reading was 488mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose/flush drive support disk. The device was received with scratched window.